Event description:
It was reported that during the implant procedure, the guidewire could not be pulled out of the lead. Lead was not implanted and the procedure was completed using another lead. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.